Event description:
Medics were attempting to monitor a pt during a transport, but the device display screen would not illuminate. The medics continued to use the device to transport the pt and utilized the device recorder print-strips to monitor the pt heart-rhythm. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.